Event description:
Patient presented to the physician with persistent sensitivity at the chest incision site, particularly upon palpation. On examination, the physician suspected that the patient's weight loss had likely led to a decrease in soft tissue. Physician brought the patient into the or, repositioned the ipg, harvested abdominal fat to pad the superior aspect of the ipg to enhance comfort, re-sutured, and closed the chest incision.